Event description:
Bsc aware date: 15nov2012. Event date: on (B)(6) 2012. Hospital: (B)(6) patient name: (B)(6). Event description: during follow up visit it was observed that the ventricular impedance was 230 and it had been 230 since 2011 at pack change. The ventricular threshold had increased to 1.5 v at 1.0ms. The patient is dependent and it was decided that she will be assessed for a new ventricular lead. The patient currently has a medtronic rv lead (model: 4024, sn: (B)(6). There were no adverse events occurring from this issue. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).